Event description:
During insertion of a presep catheter, the guidewire included in the kit "shredded". As reported, after the catheter was advanced over the guide wire the physician tried to remove the guide wire but it was caught. The clinician applied "more pull on the wire" he "could no longer pull in it. (The physician) had to pull the catheter back off the wire then cut off the shredded part of the wire then re-feed the catheter over the wire to finally pull out the wire". It was the physician's opinion that the wire "obviously was defective". There were no patient complications reported. The unit was not kept and was not available for evaluation.

Manufacturer narrative:
The complaint could not be confirmed without the return of the product. It cannot be determined if any procedural factors may have contributed to this event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review was not completed.